Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) with a monitoring voltage of 2.39 volts and charge time measurements greater than 30 seconds. It was noted that eol occurred a few months ago and the patient may be unprotected. A change out procedure will be scheduled in the near future. It was noted the device may be changed out for a competitor's device. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.